Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the atrial lead had dislodged. The physician attempted to repositioned the lead; however, the helix would not extend. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination showed that the inner coil was over torqued and some filars were broken consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil consistent with procedural damage.